Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient received a patient notifier for low lead impedance. Programming changes were discussed. No intervention has been done as the lead remains implanted and will be monitored. The patient was stable and will continue to be monitored.